Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device with a crack on the right plunger case. There was evidence of the error recorded in the event history log. The reported problem was not duplicated at power up. The investigation was unable to duplicate the primary audible alarm and to determine the intermittent of the error and no physical or any other damaged was found on speaker. No fault was found. It was recommended that the speakers be replaced, as a preventative measure. The root cause of the reported problem is unknown. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customers reported problem were found during the review of service and repair records. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the device had primary audible alarm errors. No patient injury was reported.